Event description:
An opthalmologist reported that a female pt experienced corneal erosion after using complete blink n clean lens drops. The reporter noted that the pt had central corneal defect-eroded cornea. The pt was prescribed erthromycin and pred forte steroid eye drops' symptoms resolved within 10 days. Follow up from the doctor indicated the event was severe in nature, and possibly related to use of the device. Outcome of event - eyesight threatening, required intervention to preclude permanent injury. Pt recovered without sequalae. This report is related to MDR #2020664-2007-00148. Upon receiving follow up paperwork from the doctor along with the complaint unit for MDR #2020664-2007-00148, a second unit was included in the return package. This report is for the second unit returned which was not disclosed during the initial report of the adverse event.

Manufacturer narrative:
Pt code: other - used for corneal erosion. Mfg site performed physico-chemical and microbiology analysis on the complaint unit. Test results were correct and within established acceptance criteria. Testing on retain samples were also performed results were within specifications.